Manufacturer narrative:
Other - head section assembly.

Event description:
It was reported by service report that the head section is broken. It is unk if there was pt involvement or if there are adverse consequences to report.